Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously elevated accutni results generated by the unicel dxi 800 access immunoassay system for one patient. Customer tested a patient sample for accutni and obtained a result of 1.69ng/ml and it repeated at 1.53ng/ml. Upon repeat on a different instrument, this sample gave a result of 0.79ng/ml. Customer then made a new aliquot from patient sample one that was filtered from the primary tube and re-tested the sample which gave a result of 0.65ng/ml. Upon repeat on a different instrument, this sample gave a result of 0.36ng/ml. Customer re-tested the sample after service was performed which gave a result of 0.45 ng/ml and a result of 0.22ng/ml on a different instrument. Another sample obtained from this patient when tested gave a result of 0.15ng/ml. It is unclear whether the erroneous results were reported outside the laboratory. The customer did not report patient injury requiring medical intervention or death attributed or connected with this event.

Manufacturer narrative:
The customer collects samples in lithium heparin tubes and centrifuges them in a fixed angle centrifuge. Patient specimen one was sampled from a pour-off sample in an insert cup taken from a filtered primary tube. Qc was within specifications prior to and after the event. A field service engineer (fse) was on-site in 2008: fse ran system check which passed. Fse used parts from the pm (preventative maintenance) kit due to a few wash tower vacuum-under limits errors obtained. Cpls (customer product line support) performed testing on patient samples and obtained similar accutni results. Per cpls, sample one was very lipemic and had copious amounts of fibrin present. Bci representative spoke with the customer four days later regarding this event and discussed sample handling. The customer said that they would contact cts (customer technical service) if further assistance is required and will continue to monitor accutni testing. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.